Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a cup burst during use. No injury occurred. It is reported that the lens basket snapped and the patient lost one lens as a result. The lens cup was discarded by the consumer and was not returned to the manufacturer for evaluation.